Event description:
Moog administration set for curlin infusion pump (B)(4). This is the third lot we have had a problem within the past 3 weeks. Samples of two bad lots were returned to manufacturer earlier this month. Tubing with lot # starting with crf -change of manufacturing site to (B)(4)- have been identified as problematic. After infusing for 30-60 minutes, microbubbles developed in a section of tubing within the pump, which sets off air-in-line sensors in pump. Bubbles cannot be loosen or primed away. The only solution is to discard the tubing and use a new one. This has also been reported to our pharmacy by other patients.